Manufacturer narrative:
(B)(4). The lot was manufactured august 8, 2014 ¿ august 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked after disconnection from the patient. The device was filled with 60 ml of fluorouracil and 180 ml of sodium chloride with a total fill volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.